Event description:
Surgeon noticed half way through surgery and incision was made that the light handle cover was damaged. Both surgeons had said that they had touched the light. Certain parts of the field were recovered and certain instruments were replaced. Directors were notified and materials management notified. Associated products for emergent placement of right parieto-occipital ventriculoperitoneal shunt with stereotactic image guidance.